Event description:
On (B)(6) 2019, a perceval valve pvs23 was implanted in aortic position through median sternotomy. The site reported an adverse event ae 1: heart failure that occurred on (B)(6) 2020. The patient was hospitalized starting (B)(6) 2020 and eventually passed away on (B)(6) 2021. Device was not explanted. The site reported the event (heart failure leading to patient death) with unknown relationship to procedure and to device.